Event description:
I've had essure for almost 7 years. I have hair loss, stomach pain, weight gain, I get rashes like something is irritating me but there is nothing besides essure. I used to be healthy and never had a problem, but it's not like that anymore.